Manufacturer narrative:
Due to character limitation, event site full name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that cs 300 iabp machine was displaying an alarm message " maintenance required code #7" . No harm or injury reported.

Manufacturer narrative:
Updated fields: b4, d3, d9, e1, e2, e3, g1, g3, g6, h2, h3, h6 (investigation findings, investigation conclusion, type of investigation), h11. A getinge field service engineer (fse) cleaned power supply. Unit checked properly and handover to customer in working well condition.

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2,h11(type of investigation, investigation findings, component codes, investigation conclusions) corrected field: h6(component code)